Event description:
It was reported that the articular surface was inserted, but the locking mechanism popped up when it went down on the baseplate.

Manufacturer narrative:
Evaluation summary: visual inspection reveals damage to the posterior of the device that shows the device was not aligned properly, indicating it did not properly slide under the edges of the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it under the inserter instrument. Additionally, damage to the anterior portion of the device indicates that an instrument other than the recommended inserter was used to attempt to push the device in place. It is possible that the problems encountered are related to surgical technique. Evaluation: dimensional analysis was complete and found the device to be conforming to print specifications where measured. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.